Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation at rated burst pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR: nc emerge mr, ous 4.00mm x 12mm was returned for analysis. A visual examination of the balloon identified no damages, and a detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. A visual and tactile examination identified multiple hypotube kinks along the length of the hypotube shaft. A visual and tactile examination of the shaft polymer extrusion identified no kinks or damages. A microscopic examination of the tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. A leakage testing identified no issues were found with the balloon when inflating to rated burst pressure of 20 atmospheres. The encore device was verified before and after use using the druck gauge.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation at rated burst pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and patient was in good condition post-procedure.